Manufacturer narrative:
This supplemental MDR was being submitted in order to correct the b5 (identified when). The initial report indicated that the issue was found prior to the start of a procedure, but it was found during a procedure. It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had a broken cable. Updated information can be found in the following fields: g3, g6, h2 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument had a broken cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the reported failure was attributed to a component failure. A review of the device logs for the tenaculum forceps (part# 470207-10 / lot-sequence# n10210308-0028) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2022 on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis identified that the instrument had a broken pitch cable. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.